Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl and customer was in diabetic ketoacidosis (dka). Customer was admitted to the hospital. Insulin and fluids were administered. Elevated bg/dka were resolved. Customer was discharged on (B)(6) 2019 with no permanent damage. Contact did not know cause of elevated bg. No issues were identified with the pump supplies. There were no reported alerts/alarms associated with the event.